Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed; however, the correct data files were not yet submitted. Additional information was provided. Device data was sent to technical services for analysis. Data analysis identified potential high impedance within the battery. Technical services recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. The device remains implanted and in service.